Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported that a consumer read online (sometime around 2018 or 2019) about a patient who had a pump and when they checked the pump and catheter everything seemed to be working fine, but when they did a computed tomography (CT) scan with dye they found a leak in the catheter. No symptoms were reported. There was no additional information provided regarding the patient or therapy. No further complications were reported.